Event description:
Integra lifesciences corp ("integra") received a letter from the FDA with info of an electronic printout of a medwatch form that was submitted on 9/24/07. The incident was not reported to integra at the time of occurrence, so integra's aware date is 11/9/07, which is the receipt date of the FDA letter.contact was made by an integra rep with the risk management dept of the facility on 11/16/07, to obtain copies of the medwatch form they filed with the FDA. A discrepancy in the catalog numbers has been found on the medwatch form between section b (910-120a) and section e (910-210 which is not a valid number). The product description which is integra accessory kit lumber catheter and recent sales history indicates lcak 910-121 is routinely ordered and 910-120a was only ordered after these incidents occurred. The product was used in conjunction with codman drainage collection system #82-1731, so product is most likely the lcak 910-121. The medwatch form reported the following incident: the cranial spinal fluid ("csf") drain was placed by anesthesia. The drain malfunctioned intra-operatively during the thoraco abdominal aneurysm ("taa") repair. Integra csf drain was placed pre-operatively by anesthesia to drain csf during taa repair. The reported failures include kinking, catheter clotting, and inability to flush or aspire the catheter. The catheters had to be replaced for two of the three patients. The integra drains are used in conjunction with the codman drainage collection system #82-1731. This incident is related to MDR numbers 9612007-2007-00053 and 9612007-2007-00054.

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported info.